Manufacturer narrative:
The insulin pump passed the displacement, rewind, and basic occlusion tests. The unit was unable to prime during the prime test due to a faulty force sensor resistor (gold). The motor was tested outside of the device and passed. The following physical damage was also noted: cracked reservoir tube lip, minor scratches on the display window, cracked casing at a display window corner, scratched reservoir tube window, and a missing end cap sticker.

Event description:
The customer reported via phone call that he woke up and his insulin pump alarmed with no delivery; he then changed his site and received a motor error. The patient's blood glucose at the time of incident was 480 mg/dl, which he treated with a manual insulin injection. Troubleshooting for the high was declined since the customer already spoke to his doctor. Troubleshooting for the motor error issue was initiated. The drive support cap appeared normal. The pump was not exposed to an MRI or high magnetic field. The alarm history was inspected and four motor errors occurred that day. The customer was able to rewind the pump. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.